Event description:
It was reported the grasping forceps had a broken tip. Per the repprt " after the first use in case, the distal end was confirmed to be damaged before cleaning". The unspecified therapeutic procedure was completed with the device prior to the malfunction. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer information received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d9, e4, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps operating part fixation, component failure of the forceps a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a component failure of the forceps should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.